Event description:
It was reported that predilatation was performed prior to the patient having a 4.0 x 12 mm vision stent deployed in the obtuse marginal on (B)(6) 2010. During the same procedure, the patient also had a 2.5 x 28 xience v stent deployed in the right coronary artery. After the procedure was completed, when removing the patient from the cath lab table, the patient complained of chest pain. The patient was placed back on the table and angiography revealed thrombosis had occurred in the obtuse marginal, completely closing down the artery. A balloon was used to open up the artery successfully. The patient was discharged from the hospital. No additional information was available.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of thrombosis, as listed in the product instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.